Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead pulled back. The ra lead's sensing went down and exhibited high capture threshold. The ra lead was revised and remains in service. No additional adverse patient effects were reported.